Event description:
It was reported that the anesthesia system failed in the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia machine was investigated onsite by our field service engineer (fse). The air gas module was found to be defective and the fse resolved the reported failure by replacing it. The anesthesia machine passed all functional and safety test and was cleared for clinical use after that. The reported failure can be confirmed in the provided logs. The logs show that the flow transducer test failed due to that there was a deviation in between delivered and measured flow from the air gas module. The logs indicates that the air gas module delivered a too high flow. The air, o2 and n2o fresh gas modules regulate the inspiratory gas flow and gas mixture. A faulty air gas module may lead to a deviation in the gas mixture and the flow and pressure may also deviate from the set or expected. This will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The faulty air gas module was sent for further investigation. Then an over 48-hour, long term testing with a test were performed without any issue. Several successful system checkouts were done before and after. Our conclusion is that the reported failure was caused by the replaced air gas module but without having been able to reproduce the reported issue, we could not determine the root-cause of the reported system checkout failure.

Event description:
Manufactures reference ID: (B)(4).